Manufacturer narrative:
(B)(4). Batch: r59p2d. Investigation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, surgeon was using ec60a with a gold cartridge to transect the sigmoid, the first firing was smooth. Another gold cartridge was loaded and fired, however, after firing, the blade cannot be reversed by pressing the firing button alone. The blade was jammed in around 1cm position of the distal tip. He was then pressing the reverse button and press firing button again, and blade reversed. He found there was some staple malformed at the staple line and have some minor bleeding. Procedure was not delayed and was completed successfully. Unknown if any fragments were generated. There were no adverse consequences for the patient.